Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient had experienced irritation to their skin due to a potential reaction to a wound care product. It was later communicated that the patient had a history of driveline infection and was being treated (MFR# 2916596-2024-52744). Provided information indicated that the event was not device or therapy related, and the device operated as expected. There was no report of worsening infection or change in treatment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The irritation was noted to be on the abdomen. The patient was noted to have a history of driveline infection and was being treated outpatient by an infection doctor (ID) (MFR# 2916596-2024-52744). The event was not device or therapy related. The left ventricular assist device (lvad) operated as intended. The plan of care was following the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a recall letter in the mail and claimed to have irritation from the product. The product was medihoney. The last order from acelis for medihoney was in (B)(6) 2023. The patient stated at that time the product was causing irritation so they stopped using it. It was confirmed the product was not sent to him since (B)(6) 2023. It was requested that this be looked into.